Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): patient was not feeling stimulation, turned it up to 6.9 and they felt a slight tingle and then they could not raise it past that point without getting the error message that desired settings could not be provided. Patient was also still not emptying their bladder all of the way. They raised stimulation up to 6.9 where patient was feeling a slight tingle. Patient got an urge to use the restroom and can't go. Patient stated that when they did go then they did not feel like that they were emptying her bladder fully. Patient had a lead change from left to right as left lead was giving a error message "cannot provide desired settings; connect with clinician". Right lead was working at 5.3 and could feel stim in the buttocks area. Patient still felt that they had to go a lot and the tape on her back was itchy. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.